Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received a voluntary medwatch (mw5102750) in reference to the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient "noticed that the filters were turning extremely black, very quickly". The patient stated, "my only symptoms were mild that were sinus related, but the sudden black filters were cause for alarm for me". The patient stated, "now that I am aware of the recall concerning the black foam, I am wondering if the foam is entering the filter system and I was breathing it all along". The patient stated, " I have kept the last filter I used, and I am discontinuing use of the machine as I am afraid the unit is bad". There is no allegation of serious or permanent harm or injury. The patient (required no) did not specify medical intervention. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.